Manufacturer narrative:
Decision taken when receiving complaint in may 2015 was not to report this event as a MDR. The decision tree was applied and conclusion was no need to report this event. New data were received and product was sent back. After re-evaluation of all data in january 2016, decision was taken to report this event even if the conclusion of the investigation is that product was not at fault. It was reported "it was the observation of the staff in the room that the physician was responsible for this happening. He was very aggressive with the pta catheter, pulling it very quickly back when he had it lodged in an acute subintimal space". The catheter examination confirmed that high constraints were applied: the shaft tube was very stretched and curled. Such an event has never been reported to natec before, neither in the USA nor in another country worldwide.

Event description:
Physician complained that balloon broke off catheter. The distal part of the catheter was separated from the proximal part during surgical procedure. It was reported that the balloon is near the popliteal. It was reported that the stent was deployed and trapped - tacked up - sandwiched the balloon material between the stent and the vessel wall. It was reported that the patient did not experience an adverse event as a consequence to this device failure. It was reported that the healthcare provider did not feel that the patient's adverse event is related to this device failure. It was reported that the procedure was a success, that the patient is fine.